Event description:
It was reported that the device failed to ventilate. It was reported that the patient went into cardiorespiratory arrest. There were no further consequences reported, as the patient¿s current condition was reported to be stable.

Manufacturer narrative:
Based on the logfile analysis, the case in question was reconstructed and no indications for a device malfunction but for a severe overpressure/obstruction due to external factors were found as root cause for the reported symptom. It could be reconstructed that during the case in question, high airway pressures were detected by the device. Most likely, a mechanical obstruction downstream of the inspiratory limb, such as a kinked breathing hose, a blocked filter or an obstruction in the endotracheal tube was the root cause for the present and accordingly detected high pressures. The device behaved according to its safety concept by giving the according ¿airway pressure high¿ alarm. The atlan is equipped with an integrated pressure- and volume monitoring which ensures that deviations from set/expected ventilation parameters are obvious for the user and alarmed according to the set alarm limits. If the measured patient pressure exceeds the adjusted pinsp more than + 10mbar, the peep / pmax valve will open. As further consequence, if this has no effect, the expiratory safety valve will open, and also a safety shutdown of automatic ventilation will be triggered. In this state, manual ventilation via the manual ventilation bag can take place immediately and spontaneous breathing is also possible. Such a ventilator shutdown is accompanied by the corresponding "ventilator failure"-alarm, which could be confirmed for the case in question. As additionally confirmed, the device was found to be fully functional during the post-event check and no malfunctions were detected. Dräger finally concludes that based on the performed investigation, no indications for a device malfunction were found that could have caused or contributed to the reported symptom and outcome for the patient. It could be concluded that the reported vent fail was caused by a temporary obstruction, e.g. Caused by a kinked hose or similar external factors, leading to high pressures and causing the atlan device to perform a safety shutdown of automatic ventilation to protect from potentially hazardous output. The device alarmed accordingly to alert the user.

Manufacturer narrative:
The investigation has been started; results will be provided within the follow-up report.

Event description:
It was reported that the device failed to ventilate. It was reported that the patient went into cardiorespiratory arrest. There were no further consequences reported, as the patient¿s current condition was reported to be stable.